Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as serious injury. The initial decision to report was incorrect resulting in the initial report being submitted in error. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that following an microstent implant procedure, the presented with peripheral anterior synechiae (pas) .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).